Event description:
The customer called technical support (ts) reporting that the device can¿t switch to hft mode. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. No medical intervention was provided to the patient, nor a delay to therapy noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. It was determined that the flow sensor assembly is defective, and needs replaced. The customer replaced the flow sensor assembly to resolve the reported issue. The device passed required performance verification tests per philips standards.